Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported issues of clip open while locked could not be determined in this case. It is possible that procedural conditions (tension on the clip, unintended curves/tension place on the device by the user) contributed to the reported user experience; however, this cannot be confirmed. The additional therapy/ non-surgical treatment is a result of case specific circumstances as two additional clips were implanted stabilizing the implanted clip and further reducing mitral regurgitation (mr) to 1.there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed to establish final arm angle. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve. After grasping the leaflets, the clip passed establishing final arm angle (efaa). Mr was reduced to 1. However, when the release pin was removed the clip opened to 45-60 degrees and mr went increased to 2. The release pin was put back and the clip was reclosed and efaa passed. Clip deployment was continued without issues. However, after retraction of the cds handle during clip detachment, the clip opened to 45-60 degrees again and mr went back to 2. Two additional clips were implanted stabilizing the implanted clip and further reducing mr to 1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.